Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that she can continue to use the pump as the buttons are response but just delayed. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, rewind, seating, basic occlusion, occlusion, force sensor, displacement and leak tests. All buttons functioned properly. The keypad connector was locked. However, found slight moisture damage on the keypad traces and the motor. The pump had a damaged display window cover, a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button.